Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: each photo captures the luer hub of the microcatheter with the stent partially expanded inside it, the guide wire detached end is not captured. No other damage was observed. The issue documented in the complaint regarding the stent being impeded in the microcatheter cannot be evaluated based on the photo provided. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31659837) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Obstructed-in patient with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported events. In this case, the user was required to replace/exchange devices which resulted in a clinically significant procedural delay due to restocking issues. It was reported that the patient exhibited symptoms of cerebral infarction, such as hemiplegia and aphasia, which were not present prior to the procedure and would require further monitoring. The correlation between the alleged device deficiency as a contributing factor cannot be ruled out. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, after the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9682212) was fully inserted into the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31634751), the stent was impeded in the microcatheter and could not be pushed nor retracted. The physician attempted to retract the stent, and during the withdrawal process, the stent became prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x / 31659837) and the stent with another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9682212). The physician delivered the stent slowly and more carefully. After the second stent was fully inserted into the hub of the second microcatheter, the stent was impeded in the microcatheter and could not be pushed nor retracted. The physician attempted to retract the second stent and during the withdrawal process, the second stent also became prematurely detached from the delivery wire in the hub of the second microcatheter. It was reported that the hospital was short on stock and an emergent arrangement was made to temporarily restock devices. A third stent and a third microcatheter were then used to complete the procedure, which was prolonged by about 2 hours and 10 minutes. Post-operative angiography and computed tomography (CT) showed no abnormalities. It was reported that the morning after, ¿the patient could open eyes after relieving the ventilator treatment but had symptoms of cerebral infarction such as hemiplegia and aphasia. The patient did not have these symptoms before the operation, the specific situation needed further observation and examination.¿ two photos were included in the complaints. The product analysis team will review the photos.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-mar-2026. [Additional information]: on 13-mar-2026, additional information was received. Per the information, the patient had an aneurysm on the c7 segment of the left internal carotid artery (ica), with pre-operative rupture of the aneurysm accompanied by subarachnoid hemorrhage (sah). The patient passed away on the morning of 13-jan-2026. Per the additional information received on 13-mar-2026, it was disclosed that the patient initially had a ruptured aneurysm with subarachnoid hemorrhage and subsequently died approximately nine days after the procedure. The device malfunction previously reported resulted in a 2-hour procedural delay; new symptoms of a cerebral infarction symptoms were observed after the procedure. Although a direct causal relationship could not be established, the malfunction and associated procedural delay may have contributed to the patient's clinical deterioration. Based on the additional information received on 13-mar-2026, the event outcome has been updated to death. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.2, b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. As described in the complaint, the concomitant stent was detached in the hub of the microcatheter. No appearance of damage was observed. The concomitant stent was retrieved. The microcatheter was flushed using a lab sample syringe, then a 0.0206 in lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The issue reported in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A review of manufacturing documentation associated with this lot (31659837) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post-market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.